Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: thoratec xve. Specific component(s) involved: pump drive unit malfunction. Additional text: thoratec xve. Other component: causative or contributing factor: other cause: intervention(s): replacement of external controller; replacement of driveline; replacement of inflow graft; replacement of pump; switch from vented electric to pneumatic-mode; replacement of external battery. Other intervention : type: lvad.